Manufacturer narrative:
Concomitant medical products: model#: sc-2136-50, serial/lot#: (B)(4), description: infinion 1x16 perc lead kit-50cm.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on the lead. During the procedure, the physician suspected the patient had a potential infection and also removed the lead splitters. An infection was suspected due to the viscose fluid in the area and because it smelled rare. The physician assessed that the possible infection could be due to the biolfilm in the device. The patient was administered antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30 serial/lot#: (B)(4) description: infinion splitter 2x8 kit (30 cm) model: sc-4316 serial/lot#: (B)(4) description: next generation anchor kit-sterile the explanted splitters will not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on the lead. During the procedure, the physician suspected the patient had a potential infection and also removed the lead splitters. An infection was suspected due to the viscose fluid in the area and because it smelled rare. The physician assessed that the possible infection could be due to the biolfilm in the device. The patient was administered antibiotics.

Manufacturer narrative:
Correction to f/u 1 MDR in field: should have been checked yes with return date of 13jan2017 sc-2316-50, s/n (B)(4): the complaint was confirmed. A continuity test showed that 12 contacts were open. The setscrew was logged down between contact #15 and #16. This damage suggests incomplete insertion of the lead into the splitter. The cables were fractured in the proximal array, and also several cables were exposed at the proximal tip. In addition, the proximal tip was heavily coated with blood stain. The incomplete lead insertion and damage to the proximal end resulted in the reported complaint of high impedance. Review of the sterilization records revealed no anomalies. The physician assessed that the cables were exposed during the explant procedure, and not prior to the explant procedure. Sc-2316-50, s/n (B)(4): the complaint was confirmed. A continuity test showed that 3 contacts were open. The setscrew was tightened on contact #16. This damage suggests incomplete insertion of the lead into the splitter. The cables were fractured in the proximal array, but the cables were not exposed. The incomplete lead insertion and damage to the proximal end resulted in the reported complaint of high impedance. Review of the sterilization records revealed no anomalies. Sc-4316, lot 18798167: both clik anchors have damaged eyelet, and the part of silicon material form the damaged eyelets were missing. Review of the sterilization records revealed no anomalies. The physician confirmed that the missing silicone was removed from the patient. It is indicated that the lead splitters will not be returned for evaluation; therefore a failure analysis of the devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on the lead. During the procedure, the physician suspected the patient had a potential infection and also removed the lead splitters. An infection was suspected due to the viscose fluid in the area and because it smelled rare. The physician assessed that the possible infection could be due to the biolfilm in the device. The patient was administered antibiotics.